Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a missing seal is confirmed and was determined to be manufacturing related. One 4 fr groshong nxt clearvue catheter with a stiffening stylet was returned for evaluation. An initial visual observation revealed the groshong catheter was returned in an open pouch with the bottom section of the seal missing. No seal transfer was observed on the clear portion of the packaging at this location. The pouch appeared to not have been sealed during the packaging process. No use residue was observed on the returned sample. The investigation has been forwarded to the manufacturing site for further evaluation. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the sterile packaging of the catheter was open when opened. Discontinued use due to uncertainty. Opened new kit.